Event description:
It was reported that the patient has expired after less than one month of implant duration, due to unknown reasons. Per the operative report, the implanted "valve seated without difficulty. The leaflets were freely mobile. Both coronary ostia were probe patent. The aorta was then copiously irrigated.....the patient was returned to the cardiac surgical intensive care unit in stable condition."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is currently in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.